Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) up and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Unit had stripped battery cap coin slot (p), no cracked lcd window noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had received button error/ keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the up, down and act buttons were sticking. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.